Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous left arm vein. A 6.0 mm x 40mm x 40mm sterling balloon catheter was selected for plain old balloon angioplasty and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured at 14atms. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacture: the complaint device was returned for analysis. An examination of the returned device found that the when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole near the distal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the non-calcified and moderately tortuous left arm vein. A 6.0 mm x 40mm x 40mm sterling balloon catheter was selected for plain old balloon angioplasty and was advanced to the lesion without resistance. On the first inflation, the balloon ruptured at 14atms. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.